Event description:
It was reported that the patient was having frequent seizures and the battery has depleted. The generator was found to be still providing the intended therapy. The generator was later replaced. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Follow up with the surgeon revealed that the patient apparently experienced an increase in seizures following the replacement surgery previously reported. The report of a new increase in seizures was reported in mfg. Report # 1644487-2019-00260. No information was provided regarding the previous increase in seizures. However, as the physician indicated that there was a new increase, this was determined to mean that the previous increase in seizures had resolved.